Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient reported experiencing elevated blood glucose levels often since insulin leaked into the cartridge compartment; insulin leak was due to a handling error and not a malfunction. Patient alleges the pump delivers inaccurately. No adverse event reported. Requested return of the alleged pump for evaluation.